Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported a false positive with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation pcr testing (unknown platform and brand) was performed on the same day that generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaint trend revealed that all lots within expiry and are performing as expected. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The customer reported a false positive with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation pcr testing (unknown platform and brand) was performed on the same day that generated a negative result. No additional patient information, including treatment and outcome, was provided.